Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary tha surgery was performed on 2007 using kt-plate, poly cup, exeter metal head, exeter stem. Then the revision surgery was performed on (B)(6)2017 because a dislocation was found. During revision surgery, metallosis was found on the hip.

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was not confirmed. Device evaluation and results: a visual inspection was performed by the supplier which noted: the returned head is damaged, there are some marks of use. Dimensional inspection was performed by the supplier which noted: dimensional inspection was performed (diameter and height) and the device was found compliant to the drawing. The sphericity and roughness were not measured as the device is too damaged. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be determined because insufficient information was provided. Further information such as serial x-rays, operative reports, histopathology reports, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Primary tha surgery was performed on 2007 using kt-plate, poly cup, exeter metal head, exeter stem. Then the revision surgery was performed on (B)(6) 2017 because a dislocation was found. During revision surgery, metallosis was found on the hip.